Event description:
The event is reported as: complaint alleges: hospital states that a catheter broke while in the pt. No pt injury reported. Additional info requested.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.